Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The unit was repaired by the customer reinstalling the button cable. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from a customer indicating that a v60 was automatically restarting and could not be shut down. It is unknown if unit was in clinical use at the time of event. No reports of harm or injury to patient or user.